Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hypoglycemia. Customer¿s blood glucose level was 44 mg/dl at the time of the incident and the current blood glucose level was 268 mg/dl. The customer¿s other blood glucose level was 110 mg/dl. The customer was treated with the food. The customer stated that insulin pump was not working. The insulin pump will not be returned for analysis.